Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during the replacement of a pendant, the system failed to install the pendant firmware and did not recognize the motion controller firmware. The pendant screen was described as pixelated and pastel colored, and the motion controller installation failed. Despite the successful installation of the pendant firmware, the pendant remained non-functional. Troubleshooting steps included following the general service manual, which indicated that the motion controller firmware version was not available, and the new version was 4.97, but the installation failed. The pendant firmware showed a new version of 4.0.0, and although the system indicated the installation was complete, the pendant remained non-functional. Despite the motion controller installation failure, the motion controls worked using the pendant. The issue was resolved over the phone, and a system checkout was deemed unnecessary. There was no patient involved.